Event description:
A medtronic representative reported that during the setup for a cranial procedure, the cranial reference frame was loose when connected to the navigation system arm. This was noticed before a patient was present and an alternative frame was used for the procedure.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that frame is well worn with all the color faded out. However, the attachment screw is fully functional and attaches to a vertek arm securely. Also, with markers attached and fully seated, the frame returns good geometry and divot error readings. No problem found. Replacement device shipped to site on 12/03/2014 for issue resolution.